Event description:
It was reported that shaft break occurred. A 16 x 2.50 promus premier drug-eluting stent was selected for treatment. However, it was noted that the stent broke in the distal portion. There was no damage to the patient.